Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for urgency frequency. It was reported that the patient thought the wire had moved because she started feeling stimulation in her butt cheek area verses where she had been feeling it. The patient was advised to contact her health care professional and she was reminded that stimulation could also be felt in the bicycle seat are which was defined as the pelvic area, prostate, vagina, testes, rectum/anus area, bladder, scrotum, and buttock/ perineum area. There were no further symptoms or complications reported or anticipated.